Manufacturer narrative:
It was reported that the cardiohelp touchscreen was not responsive during use. The customer used the emergency drive and changed the cardiohelp. No patient harm was reported. A getinge field service technician investigated the unit in question and could confirm the failure. He replaced the cardiohelp assembly foil & display (material#701073933) and the hmi board (material#701062103). The unit was tested and put back in use. The root cause for the reported cardiohelp failure "touch panel is not responding" is known. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in since september, 2019. Regarding the replacement of this part a service bulletin (issue 82 / 2019-09-25) was already provided to the service and sales units. Based on this results, the reported failure "touchscreen was not responsive" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The cardiohelp unit has been requested and will be returned for investigation.

Event description:
It was reported that the cardiohelp touch screen had become non-responsive to touch during use. The customer used the hand-crank and changed the cardiohelp to a rotaflow. Complaint number: (B)(4).